Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number and expiration date were not provided. The field service representative performed checks and adjusted the reagent and sample probes. The investigation is ongoing.

Event description:
There was an allegation of questionable bun (urea) results for 1 patient sample on a cobas c 703 analytical unit. The initial result was 26 mmol/l, and the repeated result was 5.8 mmol/l.